Event description:
It was reported to philips that while a nurse was moving a patient from the bed, she hit her head on the side flat panel, causing a bleeding wound. The system was not in clinical use. To date, no further information has been received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted if further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the user hit his head on the knob used for removing the anti-scatter grid of the system's detector. No medical intervention was required and it was reported to philips that the injury was expected to heal completely. A philips field service engineer inspected the system on site and confirmed that the system was working as intended. The system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a system malfunction causing a serious injury, and therefore this complaint was reported. After investigation, philips has confirmed that the system did not malfunction and that no serious injury occurred. Based on the results of the investigation, this complaint has been re-evaluated as not reportable.